Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refv3463 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported when inserting the dilator into the patient's skin, the outer part wrinkles making it difficult to pass. No other information was provided.

Event description:
It was reported when inserting the dilator into the patient's skin, the outer part wrinkles making it difficult to pass. Add info received: ¿ how was the procedure completed? It was used another unit. ¿ was there any harm to the patient/health worker? (Detail) no. ¿ was there a need for medical and/or surgical intervention due to the event (imaging exams, surgery, medication administration, etc)? (Detail) no. ¿ has there been blood or chemotherapy exposure to mucous membranes or skin? (Detail) no.